Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) was not sensitive to change during the use of the device. There was no reported patient injury. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device was used in an intracranial stenosis surgery. The interventional procedure used a retrograde approach. A non-cordis sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The plug deployment button was difficult to press, and when the device was used and withdrawn, it was found that the plug was not fully released and the plug was carried out of the device. When the device was removed from the patient, the indicator wire loop was deployed/showing and there were no anomalies noted to the loop. The device was not attempted to be deployed outside the patient¿s body. The patient status after the procedure was ¿good¿. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d10, g3, g6, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the indicator window of a 7f exoseal vascular closure device (vcd) was not sensitive to change during the use of the device. There was no reported patient injury. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device was used in an intracranial stenosis surgery. The interventional procedure used a retrograde approach. A non-cordis sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The plug deployment button was difficult to press, and when the device was used and withdrawn, it was found that the plug was not fully released and the plug was carried out of the device. When the device was removed from the patient, the indicator wire loop was deployed/showing and there were no anomalies noted to the loop. The device was not attempted to be deployed outside the patient¿s body. The patient status after the procedure was ¿good¿. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. During the deployment simulation, the indicator window changed to the applicable position for each of the actions during the deployment actuation. When the indicator wire was pulled, the black/black position was achieved, and by depressing the deployment lever, the black/white and red position was reached, along with the deployment of the plug and retraction of the indicator wire. A high magnification evaluation was executed to evaluate the internal mechanism. No abnormal conditions were observed in the internal mechanism of the device. The reported event of ¿indicator window no change to indicator ¿ was not observed through analysis of the returned device since functional analysis demonstrated that the window was able to transition through all stages. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) was not sensitive to change during the use of the device. There was no reported patient injury. The device was used in an intracranial stenosis surgery. The plug deployment button was difficult to press, and when the device was used and withdrawn, it was found that the plug was not fully released and the plug was carried out of the device. The device will be returned for analysis.